Event description:
Customer reported differences between her sensor glucose and blood glucose readings. Customer stated the readings would be off by over 100 points. Customer stated her blood glucose would be 198 mg/dl and her sensor glucose would be 400 mg/dl. She also reported her insulin pump would go to into threshold suspend. She also stated she would experience inaccurate readings with several sensors. She reported that her sensors would be bent upon removal. Customer's blood glucose was 147 mg/dl at the time of the call. Customer was advised of the possible reasons behind the inaccurate readings. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.